Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in a non-tortuous and non-calcified shunt vessel. A 8.0 x 40, 40cm mustang balloon catheter was advanced for dilatation. However, during the initial inflation at 6 atmospheres in one second, the balloon ruptured. The device was removed without any problem and the procedure was completed with another of same device. There were no patient complications nor injuries reported and the patient condition was good.